Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient went to charge the ins, they saw a warning por message. It was reported that the caller attempted to call a manufacturer representative (rep) but was unsuccessful as the rep was on vacation. The caller had contacted the doctor¿s office on saturday but was told to call patient services. The event occurred on (B)(6) 2020. No symptoms were reported. The caller was redirected to page a rep via calling the national answering service. No further complications were reported/anticipated.